Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for low blood glucose levels, with a reading of 50 mg/dl. Prior to the event, the customer had been experiencing high and low blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime, high pressure and displacement tests. The customer also stated that she had been taking prednisone, which may have affected her blood glucose levels. Nothing further was reported.